Manufacturer narrative:
The device evaluation is not yet complete. A f/u report will be submitted when the evaluation is finished.

Event description:
The customer stated that the wireless master controller experienced multiple reboots resulting in the temporary loss of all wireless comms. This resulted in a loss of centralized monitoring, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt information.